Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/charger problem) has been confirmed. As received, the charger/modem was resetting and would not recognize a battery pack. Upon evaluation, liquid contamination was found on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, the charger exhibited a bga failure at flash components u104 and u1003 on ca board. The upper and lower enclosure cover also exhibited physical damage. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes.

Event description:
A us distributor contacted zoll to report that charger sn (B)(4) had a battery/charger problem.